Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Review of the device memory revealed that, several days post-implantation, there was instability in ventricular electrical parameters, with ventricular sensing decreasing from 7 mv to 6 mv, while the capture threshold increased from 0.5 v to 2 v. Analysis of the returned lead revealed the fixation mechanism worked according to specifications. All electrical tests confirmed adequate function of the lead, with proper electrical continuity and adequate insulation between all electrical lines. No lead malfunction was identified that could be related to the reported event. The reported event is suspected to be related to a ventricular lead dislodgement, likely resulting from external factors such as patient-specific anatomical or physiological characteristics, or physician-selected implant site. It is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and the published literature. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, the lead was implanted on (B)(6) 2024. During a recent follow-up, a ventricular capture failure was observed, with the lead failing to capture below 5v, resulting in increased pacemaker battery consumption.

Event description:
Reportedly, the lead was implanted on (B)(6) 2024. During a recent follow-up, a ventricular capture failure was observed, with the lead failing to capture below 5v, resulting in increased pacemaker battery consumption.